Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2 did not detect on the bus. A field service engineer (fse) first rebooted the system, during which drawer 2-1 appeared greyed out. The engineer then powered down the system, checked the bus cable, and replaced the retractor band. After rebooting, pockets c3 to b5 displayed read-write issues. The fse ran the hardware test application (hta), opened the lids, and removed the unloaded pockets. Following this, main drawer 5 was also not detected on the bus after a reboot. The fse attempted another reboot without success, then powered down the system, reseated the controller cable, and rebooted again. The system was tested using hta, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawers 2.1 and 2.2 failed. The customer stated that this malfunction caused a delay in dispensing the medication to the patients. However, there were no adverse events or injuries reported due to this event.